Event description:
Customer reported patient's samples containing anti-e did not react with resolve panel a, lot ra535. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.